Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the gantry suddenly cannot move during a normal procedure. No service has been performed by philips since customer turned to third party service provider instead. Customer did not reveal further information and clarify the cause of the problem. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system suddenly stopped moving. There was no reported patient or user harm.